Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump did not last long enough. The caller stated that the battery didn't last a year. No symptoms reported. No further complications have been reported as a result of this event.